Event description:
It was reported that stent fracture occurred. The target lesion was located in a moderately calcified coronary artery. A 3.00 x 28mm synergy xd drug eluting stent was advanced for treatment but struggled to deliver the stent. However, it was found that the stent was mangled and broken when it was removed. The procedure was completed with a different device. There were no patient complications reported.